Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to perform a pump reset, after which the cgm error code did not reappear, and the customer successfully started their sensor session.